Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturing through their device tracking system indicating that the lvad pump was explanted. The lvad was exchanged with another manufacturer's device. The cause of the pump exchange was noted as "pump thrombus."

Manufacturer narrative:
The manufacturer was advise that the device will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.